Event description:
It was reported that during a stapled hemorrhoidectomy procedure, there was significant bleeding due to an incomplete staple line. The surgeon achieved hemostasis by suturing, which resulted in 30 minutes of extended or time. Currently the pt is in good health.